Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "encapsulation", "deformation of the breast", "pain", "granulomatous", "chronic inflammation" and "calcifications". Device has been explanted, replaced, and it is unknown if device will be returned.